Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
(B)(6). D4: lot number: updated based on gfe response received.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.